Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that when they try to connect to ins they get a message that says settings not available, cannot provide your desired intensity settings. They said this started happening 2 days ago. Patient has tried resetting controller which didn't resolve. Pt says they are normally on group a but cant turn stimulation on or change the settings in it. Patient mentioned they were traveling recently but didn't go through airport security and had tsa use the wand instead. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.